Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device. This occurred with an unspecified number of devices. Quantity involved was reported to be (B)(4) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device. This occurred with an unspecified number of devices. Quantity involved was reported to be (B)(4) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-oct-2024. Investigation summary material #: 368607; lot/batch #: 4080265. Bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed in one of the samples. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.